Event description:
A report was received that a recently implanted patient was experiencing weakness in the legs the day after the procedure and by afternoon of the same day, it had progressed to loss of feeling below the waist. A computerized tomography (CT) scan was taken and showed no signs of hematoma. The physician did not know as to the cause of the patient¿s symptoms and stated that paralysis or weakness was a risk of any spine surgery. The patient underwent an explant procedure. Monitoring of the neurological status was used in both the implant and the explant procedure and showed no abnormalities. The physician reported that the day after the explant, the patient regained all mobility and feeling in the legs and was recuperating very well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.